Manufacturer narrative:
(B)(4). Product surveillance attempted to contact the peritoneal dialysis nurse on (B)(6) 2012, but per the nurse, there was no patient by this name associated with the facility. No further information was available. The device involved in the incident was unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. No sample was available therefore, no evaluation could be performed. This report for a system error 2240 (air in set) was confirmed. Based on the information gathered during baxter's investigation the root cause of the report was undetermined. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center to report having a system error 2240 alarm with the homechoice (hc) machine during dwell 5 of 5. The nurse stated the final bag was leaking from the connector. The technical service representative (tsr) advised the nurse to cycle power to clear the alarm which was followed by a system error 2367 alarm. The nurse ended therapy. The tsr had the nurse disconnect the home patient using aseptic technique. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.